Manufacturer narrative:
Covidien investigatio confirmed a low volume of the unit. The unit has been returned to the manufacturer for investigation where the failed assembly will be determined.

Event description:
Covidien received a report of a n-560 where the speaker audio was too low. There was no patient harm reported.